Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump requested a change of batteries and then turned off. The blood glucose level of the customer was unknown. It was reported that the insulin pump turned on and restarted after inserting a new battery. It was reported that the issue was not resolved. The insulin pump will be returned for the analysis.

Manufacturer narrative:
(B)(4). The insulin pump was received with all operating currents within specifications. The device passed the self-test, unexpected error test and displacement test. There was no unexpected off no power, low battery, weak battery, battery out limit or failed battery test alarms during testing.